Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during threshold testing the field representative was unable to obtain capture when programmed to pace and sense in the ventricle only. When programmed to pace and sense in both chambers, capture was obtained. It was noted that the pacemaker was programmed to pace and sense in both chambers and continued to be programmed this way. This issue occurred at two different follow up visits. An x-ray was taken, however the cause remained unknown. At this time the pacemaker and right ventricular (rv) lead remain in service and no adverse patient effects were reported.